Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info. Conclusion: upon receipt, it was confirmed that the ancillary (blue) trocar was broken off inside the anvil shaft. It should be noted that if torque is applied to the ancillary trocar while trying to remove it from the anvil, it may cause the ancillary trocar to break off inside the anvil shaft. Additionally, it should be noted that if force is applied to the locking clips of the anvil while removing the ancillary trocar, it will cause the ancillary trocar to be difficult to remove. Comments: mfg and engineering have been notified of the reported incident.

Event description:
The device was used during an anterior resection. It was reported by the rep that the purse string applied using applicator and suture. Anvil head with blue trocar inserted and secured. Main instrument inserted through the rectum. Difficulty removing blue trocar but seemingly successful. Problem when inserting the spike (metal) thru the anvil head-no click heard and did not lock. Tried for a while then reclosed. There was a small piece of the blue trocar left in the anvil head. There was no consequence to the pt.